Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and tvt abbrevo was implanted. It was reported that the patient experienced cystocele and leakage of urine while coughing, sneezing, laughing and bending, pain in groin and upper left thigh, bladder prolapse and bacterial infections. No additional information was reported.

Manufacturer narrative:
An investigation could not be performed as the device is not returned. Based on the limited information provided, the reported product complaint could not be confirmed.